Event description:
It was reported that battery oscillator device was not working. According to the reporter, the device was not holding the saw blade device properly. The reporter indicated that the event did not occur during surgery. An identical spare device was available for use. There was no patient involvement as the reporter stated the device was not used on a patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. And the device passed all manufacturing and operational specifications. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.